Event description:
A nurse (rn) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occured on the home choice (hc) machine during patient use. The technical service representative (tsr) assisted the rn to review the alarm log. The tsr further explained the se alarm indicates air entered the set up. The rn stated the hp had disconnected for a second. The tsr explained the emergency disconnect procedure to the rn and recommended the hp press stop first before she disconnects. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated that he disconnected just for a second and the hc alarmed. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up report wlll be sent.